Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Part number: 04.038.215s. Lot number: h605235. Part manufacture date: 11-may-2018. Manufacturing location: (B)(4). Part expiration date: 30-apr-2028. Nonconformance noted: n/a. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of tfna fenestrated screw 115mm ¿ sterile product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent a removal of the trochanteric fixation nail advanced (tfna) nail, lag screw and distal locking screw due to hip pain. During the removal procedure, all devices were successfully removed. It is unknown if there was a surgical delay. There was no patient consequence reported. This report is for one (1) tfna fenestrated screw 115mm - sterile. This is report 2 of 3 for (B)(4).